Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (b)(4, implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (6000 mcg/ml at 1858.3 mcg/day) and bupivacaine (40 mg/ml at 12.388 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had withdrawal symptoms and increased pain. The physician performed some sort of test, but the details were unknown by the reporter. On (B)(6) 2016, the patient was taken in for a catheter revision. During the procedure, the physician disconnected the catheter from the pump and tried to aspirate and was unsuccessful. They decided to replace the catheter. The existing catheter was partially removed and a newer model catheter was implanted. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved. The patient status was reported as "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.